Event description:
It was reported, the pacing catheter would not pace.

Manufacturer narrative:
When each of the following 5f pacel (flow directed, right hand curve) components were rec'd for eval: pacing catheter, and syringe. The syringe was attached to the balloon port. The catheter was electrically tested. Resistance values between each connector pin and its corresponding tip/ring electrode were found to be over limit, indicating that both circuits were open. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Measured resistance for both tip and ring electrode circuits were out of specification. The tip electrode was cut from the catheter at the electrode base. The black wire was exposed, its insulation scraped away, and the tip circuit retested. A resistance value was obtained between the exposed conductor and the connector pin; an open circuit was identified between the conductor and the tip electrode. Visual examination of the exposed bond sites indicated that the braze process met specification. A tensile break at the edge of the braze weld was identified. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.